Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump and pump battery felt hot to touch. The patient indicated that the pump was clipped to her pants. Due to the alleged issue, the patient claimed that her skin was red from the heat. The patient denied that she received any treatment because of the redness. She denied having any pain. The redness reportedly went away after about an hour. The patient denied that the battery compartment was corroded. The battery cap was secure and was not damaged. She denied that the battery cap had been replaced. After replacing the pump's battery, the patient claimed that the pump was working fine. The anm representative involved in this contact informed the patient of the risk of continuing to use the subject pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery had an overheating issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the subject battery was not returned with the pump for investigation. On examination, the battery compartment and battery cap were intact without physical damage or evidence of moisture damage. Evaluation found that pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and did not reveal any evidence of internal moisture. No defects were found to the power flex, battery connections, and internal components. Investigation was not able to confirm or duplicate the complaint.